Event description:
It was reported that intermittent malfunction alarms occurred. Customer¿s blood glucose level ranged between 198-318 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.